Manufacturer narrative:
Added: type of investigation and investigation findings. Corrected h.6 health effect impact code and investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to these same complaint codes. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and procedural training manual were reviewed. In a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Engage the balloon lock. Utilize the fine adjustment wheel to position the thv between the valve alignment markers. Do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the thv past the distal valve alignment marker to minimize the risk of improper thv deployment or thv embolization. Maintain guidewire position during valve alignment to prevent loss of guidewire position. Utilize the flex wheel to access and cross the valve. Disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. Begin thv deployment: 1. Unlock the inflation device. 2. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. 3. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. 4. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards life sciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment (pra) is required. However, a product risk assessment (pra) was previously initiated to investigate ad document events related to valve movement on the delivery system balloon. The pra remains applicable. The valve movement on balloon was unable to be confirmed as neither device nor applicable imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. A pra was previously initiated to investigate and document the valve movement on balloon issue and its associated risks for the commander delivery system. In the pra, build-up tension within the delivery system during the procedure (e.g. Via valve alignment in a non-straight section, torquing of the system, patient tortuosity, etc) was identified as a possible cause of valve movement on balloon. Per the complaint description, during deployment, 'the system was torqued minimally to place the valve in the annulus. The valve was pushed upwards out of the annulus into the aorta and had to be implanted into the descending aorta'. It was also reported that the patient had 'a difficult aorta anatomy and a lot of kinking'. If the patient anatomy is tortuous and operators apply torque to the system, high tension may be introduced. It is likely that the proximal valve movement during flex tip retraction was a result of the high tension relieved off the system, causing the valve to be mispositioned prior to deployment. The valve was not aligned on the inflation balloon prior to deployment, which likely caused the balloon to inflate distally resulting in asymmetric deployment (where the valve moves toward the aorta during inflation). As such, available information suggests that patient factors (tortuosity) and procedural factors (device torquing/flexing) likely contributed to the event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case within a bicuspid valve, bav was performed before crossing the valve annulus, but there was heavy calcification on the bicuspid valve. The valve partially moved towards the flextip/handle over 3 mm on the delivery system after passing the valve annulus. An attempt was made to align the valve, but it was not possible due to a difficult aorta anatomy and a lot of kinking. Due to the patient being not stable and the passage having been very difficult, the decision was made to implant the valve by inflating the commander balloon in a slow and controlled manner. The system was torqued minimally to place the valve in the annulus. The valve was pushed upwards out of the annulus into the aorta and had to be implanted into the descending aorta. A second valve was prepared and successfully implanted but showed a similar movement on the balloon of the delivery system after passing the native bicuspid aortic valve. The patient's final outcome was satisfactory.